Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: hi (601 mg/dl) nano (system 1) and 227 mg/dl (aviva)(system 2). No death or serious injury reported. Requested return of suspect device and replacement was sent.